Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 11 years since the subject device was manufactured. Based on the results of the investigation, the foreign material was unable to be identified. Additionally, it¿s likely the foreign material was not removed because the reprocessing was not completed due to leakage from the scope cover packing. A final root cause of this event was unable to be identified. The suggested event is detectable and preventable by handling the scope in accordance with the following sections of the instructions for use: -operation manual includes detection methods in chapter 3 preparation and inspection. -reprocessing manual includes preventive measures in chapter 3 cleaning, disinfection and sterilization procedures. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the evis exera gastrointestinal videoscope hose is off. It is unknown when the issue was found. There were no reports of patient harm. The device was returned and during the device evaluation the following reportable malfunctions were found: foreign material was found in the j-tube (jet tube) and bending section cover adhesive. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was evaluated by olympus and found the customer allegation was confirmed. Additional issues were found during the device evaluation: scope cover wear causing water tightness loss, damage to switch relay, discoloration of suction cylinder, discoloration of air/water cylinder, electrical connector has corrosion due to water leakage, buckling of the connector tube, and crack to the color ring. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.